Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interstim has not worked since implant. There was no symptom reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the patient reported that she hadn't notified her managing physician about the interstim not working. The patient had fallen and landed right on her behind" and she thought maybe she'd damaged the device. She called her doctor and they had her see a manufacturer representative. The issue with the interstim not working since implant was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.